Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an error on universal surgical manipulator (usm). Site was getting a 32056 error on usm 2. Tse recommended trying a hard reboot on the system and moving usm 2 to a new position. Site performed two hard reboots and when the system powered back on, the error returned. Tse recommended disabling usm 2 and using usms 1, 3 and 4. Site stated they needed all 4 arms for the case. The procedure outcome was unknown.